Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a fistula using ruby coils. During the procedure, while attempting to insert a ruby coil into a non-penumbra microcatheter, the physician experienced resistance and subsequently, the ruby coil pusher assembly became bent; therefore, it was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.